Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of charging difficulty was not verified. The ipg was not linked, and it was successfully charged to full capacity in one cycle. Sleep current was within the normal range. Patient data indicated charging difficulty similar to the characteristics of tilted ipg orientation or deep pocket. The ipg passed all the required tests and revealed no anomalies.